Event description:
A nurse allegedly got the tip of the finger caught between the top rail and the top of one siderail spindle. Nurse allegedly sustained a laceration of the nail bed. No medical intervention required.